Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes with moisture) issue. The patient alleged the up arrow, down arrow, contrast, and ok buttons were under responsive. It was reported that there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/12/2017 with the following findings: during investigation, no damage was found to the keypad. All keypad buttons were responsive to user input. The keypad was removed to find no damage to the button contacts. Moisture was found in the display. The pump was opened and moisture was found on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).